Event description:
Country of complaint: (B)(6). Indication: split skin graft. There was an insufficient section in plastic surgery. The surgeon must take off another piece of split skin. Surgeon changed the blade, accumulator and the dermatomes (3x), but the result was still insufficient.

Manufacturer narrative:
Evaluation: initial evaluation of the three blades that are available for investigation did not show any deviation. Device history record was also reviewed and was found to be according to the specification that was valid at the time of production.